Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 55 mg/dl and carbohydrates were consumed to address the bg level. The bg had risen to 80 mg/dl. The customer did not know what caused the low bg. A pump system check was performed and the pump was found to be operating as expected. As the customer does not upload the pump data, additional review to help determine possible cause of the low bg was unable to be performed.